Event description:
During a hand assisted laparoscopic pancreatitis extripation, the surgeon inserted his hand and the patient's blood pressure decreased from 100 to 40. After 45 minutes with the use of a vasopressor, the patient was stablized and open surgery was performed to complete the procedure. The surgeon feels that the patient had an anaphylactic reaction to the chlorhexidine gluconate component of the surgilube provided with the handport device.